Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of fell and will not power on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre, and observed the device fail pca with electrical damage, with contamination. The customer complaint was not reproduced. There were five error codes has been identified. The device was scrapped.